Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint-(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the monitored nitric oxide (no) value (i.e., actual 150 ppm) was greater than the absolute max of 100 ppm. Afterwards, a service log entry for failed low no cell calibration was observed due to the low points being greater than the maximum value (max: 655 counts; actual value: 4094 counts). The root cause for this occurrence was determined to be a malfunctioning no sensor. As a result, it was recommended to the distributor to replace the device's no sensor. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to no greater than absolute max of 100 ppm followed by a failed no cell calibration during routine service log review for inomax dsir (B)(4) from (B)(6). This indicates a reportable malfunction match. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.